Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device auxiliary full height drawer 6 failed and displayed message which stated as drawer was not closed. The field service engineer (fse) found that the latch sensor was not seating properly, snapped sensor back in place and verified operation to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 6 full height displayed a message indicating that the drawer was not closed, even though it was. The customer confirmed that each time they jiggled the drawer, it recovered but then failed again approximately 30 seconds later. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.